Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure mode. Device inspection revealed the following: the received screwdriver bit shows signs of normal and prolonged usage however its tip is found to be broken. The broken tip was also received for evaluation and was found to be blunt around the edges. The breakage surface shows signs of rotational deformation. There are curved lines observed running throughout the circumference of the breakage surface with an instantaneous breakage location slightly offset to the center. This is a sign of typical fatigue fracture due to torsional and bending overload. As per the dimensional inspection and hardness testing, the returned drill was found to be within specifications. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause of the failure is user related. The breakage of the tip happened due to a torsional and bending overload which is likely to happen during explantation. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "removal of the screw protruding from the joint surface. Since the bone had fused, it was planned to remove all plate screws. When pulling out the last screw, both driver tips broke. The operation ended without removing the screw. I did not use the emergency tool".

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "removal of the screw protruding from the joint surface. Since the bone had fused, it was planned to remove all plate screws. When pulling out the last screw, both driver tips broke. The operation ended without removing the screw. I did not use the emergency tool".